Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause of this complaint is an interruption in communication between ipp and vup. In consequence (correction) the ip esm-board and the ip motherboard were replaced. There was no patient or user harm reported.

Event description:
After around 30 minutes while in ventilation mode, the screen is not responsive. The lock button isn't enabled, the patient can still ventilate and the screen still shows what's going on but the screen is not responding to any touch or any button. The standby button is also not responsive. The only way to leave this issue is to reboot the device. This issue is appearing more often than not after multiple tests from the biomed.